Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The downstream occlusion (dso) test was performed and was found that the pump failed the test. Also, the pump failed the latch lock test due to a failed latch lock mechanism. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty dso sensor and was then replaced. The latch lock sensor was also replaced.

Event description:
The customer initially stated that an ambulatory infusion pump had a 'no cassette attached' error and after investigation it was found that the pump had a defective downstream occlusion (dso) sensor which can lead to interruption of therapy. The event occurred during testing. There was no patient involvement and harm occurred.